Manufacturer narrative:
Damage was noted on the exposed portion of the cannula. It is unclear when or how the damage occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. The received device had the cannula assembly fully deployed. The exact cause of the dislodged reported event could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site, the pod's cannula was found to be dislodged as well as bent and leaking. As treatment the patient replaced the pod.

Manufacturer narrative:
We are unable to confirm the bent or dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.